Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be submitted once the sample was been received and reviewed.

Event description:
It was reported that the guidewire broke during use. Upon inspection of the guidewire it was seen that the inner wire was broken at the j portion, the outer wire appears to have no damage and was still attached. Upon further inspection it was also seen that the tip of the j portion of the wire was misaligned however it does not appear that there is any damage to the inner wire.